Event description:
It was reported that a home patient experienced a connection issue between the uv flash transfer set and the uv disconnect cap. The connection issue was further described as there being a gap between the spike port of the transfer set and the disconnect cap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed. Visual inspection, functional testing, and dimensional analysis were performed; all passed with no issues noted. Since the reported issue could not be verified through evaluation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.